Event description:
Patients PICC line had been blocked and flushed by f1. On gentle flushing a leak was noted coming from insertion site. It was deemed to have ruptured. Line was removed and rupture noted on line that was internal. PICC was removed and piv inserted for remainder of antibiotic course.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.